Event description:
Complainant alleged that during biomed testing, the device's display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to a system interconnect flex cable that was not properly seated. The cable will be reseated to correct the report. The device will be recertified and returned to the customer once the repair estimate is approved. Analysis for reports of this type has not identified an increase in trend.